Manufacturer narrative:
G4: 12may2020. B4: 13may2020. A use interface (ui) assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a failure of the lcd (liquid crystal display). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 28jan2020.

Event description:
The customer reported a black display. There was no patient involvement. The customer evaluated the device and confirmed the reported problem. The customer replaced the display assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.